Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: excessive force as a result of an impact or a fall on the distal end of the optics. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the light guide lens on the rigid rhinoscope exhibited misaligned glass and was damaged. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3: date received, by manufacturer. Which, was not late. The correct date was 05/13/2024.